Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had a residue in the syringe with a honey consistency that was very visible.

Manufacturer narrative:
Investigation summary: one 3ml syringe with a blue tip cap was received in an opened blister pack from batch #8092944 (p/n 309657). A visual inspection was performed and excess silicone was observed inside the syringe. There was a pooling of silicone on the stopper, and when the plunger was retracted stringing occurred between the stopper and the roof of the barrel. The amount of silicone observed is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the excess silicone defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had a residue in the syringe with a honey consistency that was very visible.